Event description:
During an attempt to deliver a coronary stent with delivery system to the target lesion site in the patient's left anterior descending artery, the protected sheath was retracted and the stent embolized. Attempts to locate the stent utilizing CT scan and chest x-ray were unsuccessful. No additional actions were performed and there were no clinical sequelae reported relative to this event.